Manufacturer narrative:
A review of the manufacturing records has been conducted. The review of the manufacturing records verified that this lot met all pre-release specifications. Occluder size too small for the size of the defect. The engineering analysis of the device stated the following. Based on inspection of the returned specimen, there is no indication that the reported embolism was related to design or manufacture of the device. The occluder was normal and unremarkable. The lock loop was capturing all three eyelets, which indicates that the occluder was properly locked in the defect during initial implantation. The size of the occluder was consistent with the device's labeling. A review of the implant images stated the following: the first eight cine runs demonstrated the balloon sizing of the atrial septal defect. Multiple inflation profiles were demonstrated. It was reported the defect balloon sized to 10.1 mm and measured about 12 mm by echocardiography and that a 25 mm device was implanted. Upon review, calibrated measurement using the encompass software, measurements of balloon waist diameters between 13 mm and 14 mm were found. The final cine sequence demonstrated the locking step of the deployment of the gore helex septal occluder. The device was visualized to have correctly locked, with the locking loop capturing all three eyelets. The device fluoroscopically appeared to be equally deployed with inter-disc spacing consistent with the appearance of septal tissue between both discs. The device motion was consistent with that of normal cardiac motion. No echocardiography images were supplied for review. (B) (4)

Event description:
It was reported that the physician was implanting a gore helex septal occluder to close an asd (atrial septal defect). The defect balloon sized to 10.1 mm and measured about 12 mm by echocardiography. A 25 mm device was implanted. Approximately 5 hours after the procedure, the device was found embolized in the left ventricle. The physician attempted to retrieve the device with a snare but was unsuccessful. The pt was taken to surgery where the device was removed and the defect was closed. The pt was doing well following the procedure.